Event description:
It was reported that two weeks after implant, the pt experienced nausea and felt unwell. There was tingling down her leg and possible electric shocks causing leg jerks and pain. The shocks were also felt by the pt's husband when lying down next to her. The pt took painkillers for her pain, and her device was turned off for further assessment. Impedance levels were within normal limits. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).